Event description:
Reference number (B)(4). Event occured in the united states. An infusion set complication occurred on (B)(6) 2025 when a patient discovered a kinked cannula. This issue arose within three hours after inserting the set in the abdominal region. Consequently, the patient's blood glucose level elevated to 250mg/dl. To manage this hyperglycemia, the patient employed the pump to deliver a correction bolus manually. Following the corrective insulin administration, the patient replaced the faulty infusion set. After installing the new set, the patient successfully resumed their regular insulin therapy through the pump system. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.